Event description:
Reporter alleged discrepant back to back blood glucose values of 43 mg/dl and 487 mg/dl on the advantage system. No actions or treatment reported. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.